Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the tip (hex portion) of the hx1.25 driver fractured damaging the abutment and resulting in the abutment being removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tool hex sst 1.25mm 17mm (hx1.25) was returned for investigation. Visual inspection of the as returned product identified that the tool fractured on the shaft above the hex. A complaint history review by item number was conducted for the (hx1.25) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/ CAPA/ hhe/ d/ ie/ product holds for the reported device related to the reported events. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for zimmer® instrument kit system and driva¿ drills 8874 rev 4-07/14 information identified: warnings precautions cleaning/sterilization information complainant reported that the driver fractured while placing the tac2 abutment and in consequence damaged the abutment. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. G2: office contact - manufacturing site. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.